Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.